Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption # e2014015. Total number of events summarized - 350. Novasilk - 85. Restorelle - 265 - attachment: [oto- aug-sept_2016 (1).zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated pain, erosion, extrusion, urinary problems, fistulae, infection, bleeding, dyspareunia, neuromuscular problems, bowel problems, organ perforation, vaginal scarring, sui, loss of consortium, prolapse.